Event description:
Complainant alleged that during a routine preventative maintenance check the devices charge button was found stuck in the on position, causing the device to charge when defibrillation mode is selected. The complainant indicated that there was no patient involvement in the reported failure.